Event description:
This unsolicited case from united states was received on 29-jul-2016 from another non-health care professional. This case concerns 2 patients (demographics not provided) who received treatment with synvisc injections and later after unknown latencies experienced a large amount of fluid build up around the knee. No past drugs, medical history, concomitant medication and concurrent condition were reported. On unspecified dates, the patients initiated treatment with intra-articular synvisc injections (dose, frequency, indication, batch/lot number and expiration date: not provided). On unspecified dates, after unknown latencies, both patients experienced a large amount of fluid build up around the knee that resulted in two hospitalizations. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization.

Event description:
This unsolicited case from united states was received on 29-jul-2016 from an other non-health care professional. This case concerns 2 patients (demographics not provided) who received treatment with synvisc injections and later after unknown latencies experienced a large amount of fluid build up around the knee. No past drugs, medical history, concomitant medication and concurrent condition were reported. On unspecified dates, the patients initiated treatment with intra-articular synvisc injections (dose, frequency, indication, batch/lot number and expiration date: not provided). On unspecified dates, after unknown latencies, both patients experienced a large amount of fluid build up around the knee that resulted in two hospitalizations. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: hospitalization additional information was received on 05-aug-2016. Global ptc number and ptc results were added and text was amended accordingly.

Event description:
Based on additional information received on (B)(6) 2016, this case has been prepared for deletion as it is found to be duplicate of aware case ID (B)(6) and all the information of the case would be merged in the case (B)(6). This unsolicited case from united states was received on (B)(6) 2016 from an other non-health care professional. This case concerns 2 patients (demographics not provided) who received treatment with synvisc injections and later after unknown latencies experienced a large amount of fluid build up around the knee. No past drugs, medical history, concomitant medication and concurrent condition were reported. On unspecified dates, the patients initiated treatment with intra-articular synvisc injections (dose, frequency, indication, batch/lot number and expiration date: not provided). On unspecified dates, after unknown latencies, both patients experienced a large amount of fluid build up around the knee that resulted in two hospitalizations. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: hospitalization. Additional information was received on 05-aug-2016. Global ptc number and ptc results were added and text was amended accordingly. Additional information was received on 13-oct-2016. The case has been prepared for deletion as it is found to be duplicate of aware case ID (B)(6) and all the information of this case would be merged in the case (B)(6).